Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user received repeated alert 38 (motor stall) on their ilet device, requiring multiple restarts. The user¿s blood glucose reached 258 mg/dl. A replacement device was arranged. No external assistance or medical intervention occurred.